Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional tests and the issue was confirmed. It was determined that there was a failure of the switch board, and the product did not meet the product specifications. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: in the instruction manual, the following statement is found under "warning" in the section "inspection of remote switch, focus and zoom switch". The following is a warning in the instruction manual "checking remote switches, focus and zoom switches": "always check that all remote switches are working properly before using the remote switches, even if you do not plan to use them. Failure to unfreeze the image during use may cause injury to the body cavity, bleeding, or perforation. Always confirm that all focus and zoom switches are working properly before use, even if you do not intend to use the focus and zoom switches. Failure to do so may result in damage to the body cavity, bleeding, or perforation if the switches do not operate properly during use. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Event description:
The customer reported to olympus, the high definition autoclavable camera head focus function not working. There was no delay in the intended procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.